Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that show noise on rv channel. Episodes are short and patient asymptomatic. Episodes received and looks like electromagnetic interference. Patient is dependent but no pauses 2 seconds. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).